Manufacturer narrative:
The returned meter was investigated. Inserted retain batteries and indicator light did not flash. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported the device would not power on with button or strip insertion and a replacement was issued. Due to a delivery delay, the customer did not have a device to monitor glucose and reported experiencing symptom of trembling. The customer was seen by an hcp who provided glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2023. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. No additional investigation are required as the reader was expired at the time of use, and the device met its specification lifespan. The date of incident is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported the device would not power on with button or strip insertion and a replacement was issued. Due to a delivery delay, the customer did not have a device to monitor glucose and reported experiencing symptom of trembling. The customer was seen by an hcp who provided glucose for treatment. There was no report of death or permanent injury associated with this event.